Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead's helix was damaged. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix damage was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the helix was stretched and bent consistent with procedural damage. The cause of the reported event is consistent with procedural damage.